Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter stated that the patient had received a cartridge pouch with the box and that one of the pouches had an open fill needle without a cap which had not been opened by the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/31/2014 with the following findings: all parts were found in the package, althouth the cap had been removed from the filling needle. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.